Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of lost sensor alarm. The customer's blood glucose level was 40-500 mg/dl at the time of the incident. The customer treated with insulin injection. The customer stated that the insulin pump was damaged. The customer stated that the pump read low battery with new battery insert. The customer also reported lost sensor alert. The product was not returned for analysis.